Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was complications from an open heart surgery. The caller stated that the customer had a scheduled heart surgery on (B)(6) 2016. The customer's blood glucose was very high on (B)(6) 2016, so she was kept in the hospital overnight and blood glucose was brought down to above 200 mg/dl. The caller stated that after the surgery, the customer was brought to the room too early; the customer went into a coma. All medication was stopped and the customer was brought home. At the time of death, the customer's blood glucose was 332 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected on (B)(6) 2016, prior to going to the hospital. The customer was using sensors. The caller stated that they do not know where the customer's insulin pump is.